Event description:
It is reported that the set screw for the g3 nail wasn't in the packaging. Replacement was available and the surgery was completed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Product inquiry states the long nail kit r2.0, ti, left gamma3® ø11x340mm x 125° to be the subject product. A review of the DHR revealed no deviations, in particular in the packaging process. The device was documented as faultless prior to distribution. The reported event was not confirmed as the nail kit was not available for evaluation. Thus, a physical examination of the packaging was not possible and below report is based on available information, only. No discrepancies were found during review of the manufacturing and inspection documents. Further, no evidence was found that the set screw was not included in the nail kit blister. It could be confirmed that 20 set screws were used for the 20 nail kits. Furthermore, not enough information is available to reproduce or to confirm the reported case. Since 2004 a new set screw packaging for the gamma3-kit blister had already been established. The size and the outer box as well as the blister in the box are kept unchanged. The separate small white foam in the sterile gamma3 nail kit now is provided with an aperture / window, so that the set screw is visible through the (unopened) blister as well as from the bottom side after removing the tyvek lid®. The reference number has not been changed. Since september 2004 the nail kits are shipped with the described changed packaging. Based on the information given the root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported that the set screw for the g3 nail wasn't in the packaging. Replacement was available and the surgery was completed successfully.